Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support to continue troubleshooting, received guidance to reset pump, successfully reset pump without recurrence of malfunction alarm, was advised to continue using pump and to call back if malfunction alarm occurred again, and had software update inquiry documented by support.